Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriately anti-tachycardia pacing (atp) and shocks due an atrial tachycardia. The therapy was exhausted. At this time no changes have been performed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: e1: initial reporter last name e1: initial reporter address 1 e1: initial reporter address 12.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriately anti-tachycardia pacing (atp) and shocks due an atrial tachycardia. The therapy was exhausted. At this time no changes have been performed. This device remains in service. No further adverse patient effects were reported.